Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video assisted thoracic surgery right lobectomy procedure, a small incision was created at the beginning. The jaw became not to open after the device was fired to create the interlobar at the third firing. The doctor felt the jaw had not clamped clips at the third firing. The release button was pushed and the manual release lever was pulled up, but the knife did not return to the home position completely and the jaw did not open. As the clamped tissue was short, the tissue fell out from the jaw even though the jaw was closing. As the device was removed from the patient, there were no adverse consequences to the patient. The doctor felt the first firing of the device had been hard when it had been fired on the bronchial tubes, so the jaw might have clamped clips at the first firing. However, as the firing was completed, the device kept being used.

Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with an empty reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The device opened and closed without difficulties. The cut was noted to be jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.